Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that two (2) healicoil regenesorb suture anchors (recalled implant) were used in surgery. The alert that the implant was on recall was given two weeks after billing had taken place. No further complications were reported.

Manufacturer narrative:
H6: the reported device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A review of the manufacturing procedure found that instructions are properly documented. All parameters must be reviewed prior the initiation of the sealing process. While sealing, the operator should seal only one pouch at a time, and all sealing pouches must be inspected in their entirety before and after the sealing process. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Though the reported device was not returned for evaluation the reported event is likely to have occurred and with a probable root cause of a manufacturing failure. A field action and a corrective action have been previously initiated to mitigate this issue.